Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was most likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device had lower than expected flows. The pump was removed, and a large clot was observed in the cannula. A new impella was implanted with no harm done to the patient.